Event description:
The patient reported that he has had 8 out of 10 infusion sets separate at the luer lock connection. The patient reported that his blood glucose values have been elevated to 320-420 mg/dl range due to this issue. The patient stated that he will typically bolus 7-8 units of insulin after he changes his infusion set and wait about 30 minutes and rechecks his blood glucose. The patient reported that on occasion, he has had to administer a second bolus to reduce his elevated blood glucose level. The patient reported that this has been occurring for the past 2-3 months. The patient has not required assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.